Event description:
As reported, the white component of a 6f/7f mynx control vascular closure device (vcd) split during use. Hemostasis was achieved using another mynx vascular closure device. There was no reported patient injury. The procedure was a cerebral diagnostic angiogram. The split occurred on the sealant sleeves, and the sealant was exposed. The user was trained to the device. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.